Event description:
The event description provided by the distributor stated as follows: "tensioner was breaking wires while tensioning. Patient had longer time in operating theatre since surgeon was waiting replacement (this was done within 45 minutes). There is no problem with the patient condition since the procedure was completed after replacement of the wire tensioner." No other information on patient have been made available. (B)(4).

Manufacturer narrative:
A technician evaluation of the product was not performed as the product is currently at the distributor location. A clinical evaluation of the x-rays of the case was not performed, as the x-rays have not been made available. Orthofix srl has requested the device return for the failure investigation and other information such as patient's info and diagnosis, proposed treatment and type of application. According to orthofix srl hysterical data, this is the first event reported. No other similar case has ever been notified since 2003. As soon as the device used will be received, orthofix srl will promptly proceed with the technical analysis. Orthofix srl continues monitoring the products on the market.